Event description:
User experienced a leak from the analyzer. No patient samples involved. No operators were harmed. The field service representative determined the tubing was ruptured and replaced it. Performance were performed.